Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical united kingdom. The customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing with power cycling using test battery and ac power without duplicating the report. The driver cable, color cable, and an interconnection flex cable were replaced as a precaution. The device was recertified and returned to the customer. The activity log provided was unable to be parsed for review. Analysis of reports of this type has not identified an increase in trend.